Event description:
It was reported that the pump wake button was difficult to depress and required multiple tries to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.